Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation". The patient's medical history included menometrorrhagia, uterine dilation and curettage, endometriosis, ovarian cyst, adhesions nos postoperative, cystoscopy and corpus luteum cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cysts in fallopian tube"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removel and total laparoscopic hysterectomy,left salpingectomy,enterolysis.,aspiration of left ovarian cyst). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, fallopian tube cyst, pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted : essure insertion date as per mr is (B)(6) 2016. Left: six trailing coils suggestive of appropriate placement. Right: seven trailing coils, again suggestive for appropriate placement essure confirmation test unknown. Patient received treatment for perforation uterus, perforation fallopian tubes, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), cysts in fallopian tube. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation." The patient's medical history included menometrorrhagia, uterine dilation and curettage, endometriosis, ovarian cyst, adhesions nos postoperative, cystoscopy and corpus luteum cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cysts in fallopian tube"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal and total laparoscopic hysterectomy,left salpingectomy,enterolysis.,aspiration of left ovarian cyst). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, fallopian tube cyst, pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, heavy menstrual bleeding, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016. Left: six trailing coils suggestive of appropriate placement. Right: seven trailing coils, again suggestive for appropriate placement essure confirmation test unknown. Patient received treatment for perforation uterus, perforation fallopian tubes, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), cysts in fallopian tube. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event novasure endometrial ablation done at the time of insertion added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes, migration') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cysts in fallopian tube"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, fallopian tube cyst, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: essure confirmation test unknown. Patient received treatment for perforation uterus, perforation fallopian tubes, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), cysts in fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added perforation uterus, perforation fallopian tubes, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), cysts in fallopian tube. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.